Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient called stating that the pump alarmed and displayed a message indicating that the battery level is low. Following this, the pump switched off for a moment, the patient managed to restart the pump, and the battery level was more than sufficient. The pump had to be restarted once again, and the flow rate was correct (2.5 ml/h). However, at first the reservoir was set back to 240 ml (as it was at the beginning of the 4 days). The patient had adjusted this to 120ml (in 48h the pump should have been ready). The medical technology department at the hospital tested the pump and carried out further investigations. They were able to reproduce the described error once. The pump was started with full battery. After 2 minutes came the message ¿battery empty pump stopped¿. The battery indicator was showing "empty ¿. Then the pump was restarted, and the pump switched off again during the start-up process. The battery was removed and used on a similar device and no error could be detected. The battery was then reinserted into the faulty pump and the error did not occur again. Whenever the faulty pump was started, there was always the choice whether to continue with the same patient or start with a new patient. In the case of confirmation with ¿same patients¿, the pump continued to run, and nothing needed to be set. However, if confirmed with ¿new patient¿, the nursing staff had to re-enter the settings, medication and flow rate by entering a password. The patient contacted the hospital staff and was given the password so that he was able to adjust the volume on their own without entering a password. The issue occurred during infusion, at the patient¿s home and the operator of the device was the patient. The customer confirmed that there was no human harm/adverse event, no medical intervention needed and that the issue had been resolved.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.